Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. One needle presented outside the barrel on deployment and was bent. Backdown of the needles was not successful. The pt was sent for surgical removal of the device. Surgery was successful and the pt was fine. The returned device was inspected. Evidence from the evaluation indicates that the barrel was not locked in position at the time of deployment as specified in the instructions for use. Locking the barrel in the correct position is important to ensure alignment of the needle tracks from the guide core through the barrel. Examination of the returned device indicated, in this case, that misalignment of the needle tracks caused the needle to strike the barrel face and deflect outside the barrel. This also caused backdown to be unsuccessful. Therefore, user error caused this event.